Event description:
Litigation alleges that patient has experienced metal ions being released into patients blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
(B)(4). Reason for original complaint.- litigation alleges that patient has experienced metal ions being released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. (B)(4). Update: 9/26/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/7/15-pfs and medical records received. After review of the medical records for MDR reportability, no labs were provided for the alleged high metal ions. The stem is now being added for the alleged high metal ions. The lot number for the stem is unknown. The complaint was updated on:5/22/2015.